Event description:
Customer's mother reported customer's insulin pump has been alarming no delivery when customer tries to deliver a bolus. The issue started a couple of days ago. The issue resolved itself and customer was able to continue using the device. Today, the device alarmed no delivery during a bolus delivery again. Customer's blood glucose was 334 mg/dl. He treated with a manual injection. Customer has been going low today, but it is not clear if the device is related. Customer is sending back the reservoir and infusion set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.